Event description:
Rn reported incident of peritonitis for pt. Pt stated his "transfer set came off" while in public. Pt then put transfer set back on, went home & did an exchange before calling rn. Pt presented with cloudy effluent, culture of effluent showed s. Aureus. Pt was treated with loading dose of gentamycin 8 mg/liter followed by gentamycin 4 mg/liter in each bag & ancef 310 mg/bag for 10 days intraperitoneal. Rn reports this pt is non-complaint & suspects this was a user issue. Rn does not attribute this incident to baxter products.